Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with morbid obesity was high risk for deep vein thrombosis and pulmonary embolism; therefore, inferior vena cava (ivc) placement was scheduled prior to undergoing a gastric sleeve resection procedure. The right common femoral vein was accessed and an inferior venacavogram demonstrated the position of the renal veins. The filter was then deployed at the l2-l3 interspace without incident. There were no complications. Approximately three years eight months post filter deployment, the patient presented with shortness of breath and a CT scan of the chest demonstrated bilateral pulmonary emboli. The patient was anticoagulated and discharged the following day. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years eight months post filter deployment, a CT scan of the chest demonstrated bilateral pulmonary emboli. Therefore, it can be confirmed that the patient had pe after filter implantation. However, the overall investigation is inconclusive as the relationship between the filter and identified pe is unknown. Additionally, the origin of the pe is unknown. Per the provided medical records, the filter was implanted prior to gastric sleeve resection surgery. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Event description:
It was reported sometime post vena cava filter deployment, that the filter was embedded. Approximately four years post filter deployment, the patient experienced acute bilateral pulmonary emboli and was admitted to the hospital. There were no attempts made to retrieve the filter.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with morbid obesity was high risk for deep vein thrombosis and pulmonary embolism; therefore, inferior vena cava (ivc) placement was scheduled prior to undergoing a gastric sleeve resection procedure. The right common femoral vein was accessed and an inferior venacavogram demonstrated the position of the renal veins. The filter was then deployed at the l2-l3 interspace without incident. There were no complications. Approximately three years eight months post filter deployment, the patient presented with shortness of breath and a CT scan of the chest demonstrated bilateral pulmonary emboli. The patient was anticoagulated and discharged the following day. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, that the filter was embedded. Approximately four years post filter deployment, the patient experienced acute bilateral pulmonary emboli and was admitted to the hospital. There were no attempts made to retrieve the filter.